Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The patient was admitted. A new sample was tested and the result was negative. The firsts sample was retested and a negative result was obtained. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
The probable cause of the falsely elevated troponin I result is an instrument malfunction. A siemens healthcare diagnostics field service representative has been sent to the account to do maintenance. The instrument is now performing within specifications. No further evaluation of the device is required.